Event description:
It was reported that a spectrum infusion pump had a defective keypad found during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. -(B)(6). H11: the device was received for evaluation. During functional testing, the reported problem "defective keypad" was unable to be reproduced due to the device alarming "system error 105". A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was undetermined due to the "system error 105" however, evaluation determined that the keypad required replacement as precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.